Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm catheter was defective / damaged the following information was provided by the initial reporter: (B)(6) 2024 the patient was admitted to the hospital due to "pulmonary infection" and was given intravenous infusion treatment as directed by the doctor. In order to reduce repeated punctures, a closed intravenous indwelling needle was prepared to puncture the patient at 10:30. After removing the indwelling needle cover, it was found that the soft needle tube was damaged. The indwelling needle was replaced with a new one in a timely manner and no adverse consequences were caused to the patient.

Manufacturer narrative:
1. DHR/bhr review(lot#0063935): 1)this batch of products were assembled at intima ii auto line 3 in march 2020, and packaged at r240 package line in march 2020. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken, and the catheter head and surface are examined under the microscope. No abnormality is found. Please see the attached photos. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the specific site and state of the damage of the catheter cannot be confirmed, the root cause of this defect cannot be confirmed.

Event description:
No additional information provided.